Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot for catalog number 367342, and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the specific lot number associated with the catalog number 367324. Therefore, a review of the device history record could not be conducted. Catalog numbers 367342 and 367324 are manufactured in sumter, south carolina, and sandy, utah respectively. Therefore, the opportunities for this error to occur at the manufacturing level are improbable given that the products are manufactured in different locations.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found containing mixed product before use. The following has been provided by the initial reporter: other product got mixed in the box. 367324 cat product was mixed in 367342.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set has been found containing mixed product before use. The following has been provided by the initial reporter: other product got mixed in the box. 367324 cat product was mixed in 367342.